Event description:
The manufacturer received information alleging ¿alarms low battery¿ when on pram and patient¿s mother jiggles the device to stop the alarm. There is not patient harm associated with this complaint. During the evaluation of the device at the manufacturer's service center the error related to the internal battery was confirmed in the log. The internal and detachable batteries were completely depleted to 0 capacity and then reapplied ac power and charged both batteries to 100% capacity. No issues were found charging and discharging the batteries. Despite the charge being 75% capacity with 7 minutes remaining and the detachable battery was at 81% with 8 minutes remaining, indicative of a power calculation error. The batteries were reinstalled in the device, a red cap was placed on the outlet port of the device and started therapy in CPAP mode at 25 cmh2o and after 10:55 minutes simulated a breath and the device started alarming for batteries completely depleted while the batteries were fully charged. The device then shut down while still alarming, a soft power fail condition. Ac power was applied, and the device immediately powered back on and would show the correct charge level of the batteries on the display. This occurrence is a software issue with the device slated to be corrected in the next software revision.